Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. A cartridge was loaded and insulin was administered to the customer while connected to the infusion set site. The customer's blood glucose (bg) level was 46 mg/dl. The customer went to the emergency room and subsequently hospitalized in the intensive care unit. The customer was treated with intravenous fluids of saline. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage.